Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 55mm aaa . It was noted that on the 2 week check-up there was no issues noted. It was reported that during the follow-up visit the patient revealed that they were out walking the previous week after a snowstorm and fell down. The patient followed up with the physician and found diminished pulses in the left leg via ultrasound. A CT scan was performed which showed a left limb occlusion which was present from the bifurcation down to the common femoral artery. The CT also showed a dissection in the distal common and proximal external iliac artery. One day later intervention was performed. A non mdt thrombectomy device was used to suck out the clot and the limb was relined using another endurant ii limb. A balloon expandable stent was placed at the aortic bifurcation and a self-expanding stent at the external iliac. The balloon expandable stents were placed to reline and to provide extra support to the native bifurcation. The intervention was successful. Per the physician the cause of the occlusion and dissection was trauma due to the fall. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e sbf3214c103e, serial/lot #: (B)(6), ubd: 26-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.